Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: physician decided to place a new atrial lead and cap this existing lead due to high ra threshold @ 3.0 @ 2.0ms pw. No noted noise, no stored episode of noise and no episodes of noise on isometrics. No adverse patient events were reported. Should additional information be received, this file will be updated.